Event description:
A customer contacted baxter's global technical service center requesting a swap of a compact exchange device ii (cxd). The caller stated that the cxd was spiking inconsistently. The baxter technical service representative initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported issue of the compact exchange device spiking inconsistently was not confirmed or duplicated during evaluation. The device performed the spike/unspike operation correctly and no problems were encountered. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during dwell 5 of 5. Gts helped the patient clear the error and informed them of the error?s meaning. No injury or medical intervention was reported.